Event description:
During routine testing of the device, the user reported, the centrifugal pump was noisy, suggesting an issue with the motor bearing. The user returned the device for further investigation. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.